Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was noted the right atrial (ra) lead exhibited a polarity switch, oversensing and undersensing. It was also reported that capture was unable to be confirmed on the right ventricular (rv) lead. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.